Event description:
When the customer was contacted by the beckman coulter inc. (Bci) qc advocate, the customer indicated that approximately one hundred (100) patient samples were run with the synchron cx glucose reagent between (B)(6) 2011. No samples were amended or rerun, but noticed a larger than normal discrepancy between the replicates when running in duplicate mode. Patient treatment was not affected in this event.

Manufacturer narrative:
Qc was out of range at the time of the event, while this reagent. The customer switched to a newer reagent lot after this event occurred, which resolved the issue. Service was not initiated or requested for this event.